Manufacturer narrative:
Updated fields- b4, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11 it was reported that a getinge fst (field service technician) discovered that the cardiosave intra-aortic balloon pump (iabp) had an autofill failure and iab restriction message. There was no patient involvement reported. It was reported by the customer that the issue was resolved by replacing the compressor. The unit passed all the functional and safety tests as per factory specifications.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field - b5, e1, e2, e3, e4, g2, h6 (medical device problem code, type of investigation, component codes, investigation findings). It was reported that the cardiosave intra-aortic balloon pump (iabp) had an autofill failure and iab restriction message. There was no patient involvement reported. It was reported by the customer that the issue was resolved by replacing the compressor. The unit passed all the functional and safety tests as per factory specifications.

Event description:
It was reported that the cardiosave intra aortic balloon pump displayed a catheter restriction alarm and an autofill failure alarm. Upon review of the service diagnostic screen, the drive manifold tests failed. In the calibration menu, the drive regulator test showed an excessively high vacuum value. No patient was involved. The field service technician found contamination in the compressor and resolved the issue by cleaning the affected components.

Manufacturer narrative:
Updated fields:b4, g2, g3, g6, h2, h11. Corrected field: d1, d4 (version or model, catalog, UDI). It was reported by the customer that the issue was resolved by replacing the compressor. The unit passed all the functional and safety tests as per factory specifications. Based on the evaluation results, the failures occurred due to a defective compressor. The issue was resolved by replacing the malfunctioning part. However, root cause evaluation for the replaced part cannot be performed since the defective part was not returned. Per the cardiosave dfmea the probable cause of the failure is debris or excessive stress or fatigue.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) in the beginning the system start normally the autofill process and even start pumping. But after few seconds the pressure (inflation) goes down and there is a message iab catheter restriction. Of course there is no any restriction. After that it's not possible to start again and there is only message autofill failure. Patient not involved. No harm.